Event description:
On 5/jun/2025, fresenius became aware this 88-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with drain complications. The pdrn was evaluating the pd catheter (not a fresenius product) and noted cloudy peritoneal effluent fluid and fibrin. The patient was sent to the emergency room and a peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided), however the nephrologist ordered the removal of the patient¿s pd catheter due to the presence of fibrin, and the patient¿s antibiotic course was completed with intravenous (IV) rifampin (dose, duration, frequency not provided). The patient¿s peritoneal effluent fluid culture returned positive for staphylococcus aureus on (B)(6) 2025 and the patient¿s antibiotic course was continued. A tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed on (B)(6) 2025, and the patient transitioned to hd for rrt without reported issue. The patient was discharged on (B)(6) 2025 in stable condition and has recovered from the serious adverse events. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo hd on an outpatient basis without any known issues.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the serious adverse events of peritonitis, characterized by cloudy peritoneal effluent fluid, which required hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and transition to hd for rrt. The pdrn attributed causality to the patient¿s lack of hand hygiene during the treatment process. Staphylococcus aureus is commonly found in mucus membranes and skin of humans and is the most frequent organism associated with peritonitis in pd patients. Staphylococcus aureus is frequently caused by touch contamination events. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product failed to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
On 5/jun/2025, fresenius became aware this 88-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with drain complications. The pdrn was evaluating the pd catheter (not a fresenius product) and noted cloudy peritoneal effluent fluid and fibrin. The patient was sent to the emergency room and a peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided), however the nephrologist ordered the removal of the patient¿s pd catheter due to the presence of fibrin, and the patient¿s antibiotic course was completed with intravenous (IV) rifampin (dose, duration, frequency not provided). The patient¿s peritoneal effluent fluid culture returned positive for staphylococcus aureus on (B)(6) 2025 and the patient¿s antibiotic course was continued. A tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed on (B)(6) 2025, and the patient transitioned to hd for rrt without reported issue. The patient was discharged on (B)(6) 2025 in stable condition and has recovered from the serious adverse events. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo hd on an outpatient basis without any known issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.